Event description:
It was reported that the patient had symptoms of diaphragmatic stimulation. Upon interrogation of the device, the caller noted ring to coil left ventricular (lv) impedance was less 200 ohms. Switching lv configurations, tip to ring and tip to coil, showed greater than 2500 ohm impedance and no capture. The lead remains in use with setting of ring to coil. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.